Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 14.3cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. No electrical anomalies were detected. Patient was asymptomatic. The lead was capped and replaced.